Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an s-ECG with the first two beats missing. Technical services discussed a possible telemetry anomaly and recommended bringing the patient into clinic to reset telemetry. No adverse patient effects were reported.